Manufacturer narrative:
An evaluation of the kangaroo pump was performed. The unit was triaged, and the reported issue was confirmed. After review, it was determined that the gearbox was damaged and replaced. The problem was resolved. The power connection label replaced due to opening the unit. Also, the rotor was damaged (rollers not spinning freely). No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the rate is incorrect-infuses too fast. There is no adverse event and it is done during testing. Additional information was received from the initial reporter stating that this device was inspected over a month ago. The volume to be infused was set to 30 ml and the rate was set to 60ml/hr. The actual volume delivered was >30 ml. The feed was completed in .5 hours. No further details provided.